Manufacturer narrative:
Device failure related to user handling. Device will not be returned to manufacturer.

Event description:
Medtronic rep reported that the reference frame was bumped during draping of a cranial biopsy procedure causing an alleged inaccuracy. The pt was re-registered and case proceeded as planned. No impact no pt reported.